Event description:
The following description of the event was reported to cardinal hlth by the foreign dist via an e-mail based on a complaint they rec'd from the user facility. "Dear mr. [Name removed], we have been rec'd the complaint from the hosp, which we supply the infant flow sys dc. It is reported that the pt developed flare and slight bed sore during the use of the device. Same incident has been occurred in the other hospitals. All of these has been reported since the nasal prongs are changed to colored one. Our customers are having hard time coping with this incident. We have been supplied this colored nasal prong and the nasal mask, which has been changed from the original, for more than half a yr. Please answer the following questions: why are the nasal prong and the mask colored? What is the material or the substance used for the coloring? Please tell us the exact substance. Did the materials changed? Had the MFR changed, or moved within last 1 yr? If there aren't any changes in the material, please provide us with the letter that certifies there has been no change. Please prepare the letter in the form of the proper certification. Thank you and regards."

Manufacturer narrative:
At present, this event is considered an isolated incident as we have only rec'd one complaint. The purpose of nasal prongs color change was to clearly identify the size. The pigment is from gayson silicone dispersions. The nasal prongs material wacker elastosil has not changed sine 2006. The nasal prongs MFR has been the same for at least one and a half yrs. In addition, biocompatibility testing has been completed as of the same month. We have further identified that skin breakdown associated with nasal irritation is a common occurrence when using nasal CPAP therapy. Because of this nasal irritation, we cardinal hlth strongly recommend alternating the use of CPAP mask and nasal prongs at set intervals to change the pressure points on the pt's face, thus reducing the risk of skin irritation as reported in this event. The following info concerning the event eval was derived from an e-mail from the dist's response to an e-mail sent by cardinal health seeking add'l info. It was reported to cardinal hlth that this event has happen on multiple pts in 2008. In addition, the end user facility reported that the flare and irritation on the nasal sepsis and around the nose is gone in two or three days after the pt is removed from the device. Again these are from one facility in a specific time frame and at present, no replacement components have been requested by the user facility.